Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. A partial lead with the connector pin measuring 20.3 cm was returned for analysis. At 10.6 cm from the connector pin, manufacturing damage on the rv and re conductor etfe coating was noted.

Event description:
It was reported that during device changeout, the patient began receiving alerts for out of range high voltage lead impedance. The lead was capped and replaced. The patient was asymptomatic.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
A partial lead with the connector pin measuring 20.3cm was returned for analysis. The portion of the lead that was returned was normal and within specification. Without return of the entire lead, a complete analysis could not be performed. Following fields deleted: device operator: other. Initial reporter also sent report to FDA, event location :other. Serious (important medical events).